Event description:
The customer reported that the system had black and white pixels showing up on one pt. Rebooting the unit didn't repair it. A pt was involved but no harm was caused to the pt.

Manufacturer narrative:
The ge svc rep couldn't reproduce the problem. He checked connections in the workstation and reseated the image processor pcb. He recommended changing the ip pcb if the problem returns. He checked and assured that the unit was working as intended.